Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a mildly tortuous de novo lesion in the right common iliac. Resistance was met inserting the 9.0x29mm omnilink elite stent delivery system (sds) through the 6fr sheath. After stent deployment, the balloon completely deflated; however did not rewrap well and was unable to be pulled into the sheath. The sds was removed as a single unit with the sheath. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.